Event description:
Biosense webster vizigo 8.5fr transseptal sheath malfunction intra-procedure. An 8 french short sheath was changed over a wire to an 8 french vizigo sheath. With a baylis needle inside it, a transseptal puncture was performed. Because of a malfunction of the valve in the vizigo sheath and subsequent clot, it was exchanged over a wire to an sl1 sheath. Post operative cta head/neck demonstrated a distal basilar artery occlusion. FDA safety report ID# (B)(4).